Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and doctor visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the doctor due to hyperglycemia. The patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod on the abdomen for between 49 and 71 hours. Symptoms reported include high bg levels and vomiting. The patient changed the pod prior to the doctor visit and bg levels returned to normal range. When the pod was removed, the cannula was found bent. The patient was prescribed motilium to treat the nausea and vomiting due to the hyperglycemia.